Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1909211: 120 items manufactured and released on (B)(6) 2020. Expiration date: 2025-01-28. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on the (B)(6) 2020 by medacta medical affairs director: few days after primary cementless tha a major bone fracture occurs. We do not know of any traumatic event. It is very possible that the fracture was facilitated by the preparation work that must be done to insert the femoral stem, this is an occurrence that may happen and it is described in literature. There is no reason to suspect a faulty device at the origin of this problem.

Event description:
Primary surgery was performed on (B)(6) 2020. The patient had a pain and the surgeon discovered the fracture around the stem at x-ray on (B)(6). Additional surgery was performed on (B)(6) (9 days after primary surgery). The surgeon inserted the plate and the screw, and fixed with the cable.